Event description:
It was reported that during patient use, the ventilator generated an error message. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The customer reported that he was unable to duplicate the alleged issue the device passed extended self-testing, and has been placed back into patient use. Covidien reference # (B)(4)